Manufacturer narrative:
A photo was provided showing the set. There was white fluid observed between the blue and white plastic on the blue 1o2 port. Received one used b55005 extension set w/4 gang 1o2 manifold for inspection. No defects or anomalies noted. Each valve was leak tested per product specifications. There was no leakage. The reported complaint of leakage can be confirmed from the photo provided. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. Lot# review could not be conducted because no lot number(s) was/were identified. D4: only di provided as (lot number) is unknown. D9: device returned to manufacturer on 4/3/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a 14" (36 cm) ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where it was reported the device leaked. It was reported that the blue port of the 4-port manifold leaked when used for propofol infusions. There was patient involvement and unknown human harm.